Event description:
Information received indicates that during bypass using vacuum assisted venous drainage (vavd), there was a temporary loss of vacuum (cause unknown) and the product became pressurized from the system still running on sucker roller pumps. The pressure relief valve on the device did open at this time as intended and as confirmed by the perfusionist supervisor. However, there was an increase in cardiotomy venous reservoir (cvr) pressure, a loss of venous return occurred, and blood and air were sent retrogade to the pt through the venous return line from the pressurized reservoir. The pt subsequently expired in 2005.